Manufacturer narrative:
(B)(4). Medical product: unknown tibial trial: catalog#ni, lot#ni. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial right knee procedure, a nail head fractured when it was being nailed into the trial tibial tray. There was no surgical delay nor patient impact. The surgeon did not see any retained metal pieces. Attempts have been made and no further information has been provided at time of this report.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.